Event description:
Cancellation report being submitted as (B)(4) (emdr 3001845648-2020-00458) was created to capture off-label of two pancreatic stents being placed in bile duct as outlined in (B)(4) (3001845648-2020-00130) . However this off label use will now be captured under the final report of original file of(B)(4) (3001845648-2020-00130). Current pr no longer required.

Manufacturer narrative:
Cancellation report being submitted as (B)(4) (emdr 3001845648-2020-00458) was created to capture off-label of two pancreatic stents being placed in bile duct as outlined in (B)(4) (3001845648-2020-00130) . However this off label use will now be captured under the final report of original file of (B)(4) (3001845648-2020-00130). Current pr no longer required.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
This file was created to capture off label use. An ercp was being performed where two previously placed zilver stents are in place in the left and right hilum. The user cannulated both sides with 2 different wires and balloon sweeps were performed. An extraction balloon was used to remove some tumor ingrowth. The 6mm titan balloon was used to dilated both sides. Two johlin pancreatic wedge stents were placed. While the user was deploying one of the stents, pulling back on the guiding catheter, the white knob on the end of the guiding catheter ripped off. The user was able to deploy the stent by holding onto the black portion of the catheter. The stent was placed successfully. Clinical input received the 29-jun-2020 confirming that two pancreatic stents being placed in bile duct was off-label use.